Event description:
The customer was told by the hospital staff that she "nearly died". Although requested, additional information was not provided.

Manufacturer narrative:
Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Additional information received on 12/18/2017 reporting that the customer was discharged from the hospital on (B)(6) 2017 and was using insulin injections for insulin therapy since being discharged. The customer could not recall the bg level up on discharge. The customer reported that the pump supplies had been changed on (B)(6) 2017.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (735 mg/dl at its highest) and the cause was not known. Ketone level was low to medium. Correction boluses were delivered in an attempt to lower the bg. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin. At the time of the report, the customer had not been discharged. Reportedly, the customer had been using the cartridge for 6 days.